Event description:
Per the clinic, the patient experienced pain and severe contact edema at the implant site.subsequently, the patient was treated with antibiotics (specific date, type and duration not reported). The symptoms resolved and the device has been exchanged.